Event description:
It was reported that revision surgery occurred due the implantation of a mispackaged device. The surgeon noticed in post op x-rays that the position of the device was not correct. The surgeon revised the pt immediately.

Manufacturer narrative:
There were two different batches, totaling four parts affected by a mispackaged device. The first batch contained only one device which recalled and found to be packaged correctly. The second batch contained three devices. One of these devices was involved in this incident, and was revised and remains in the custody of the hospital. The second device from this batch has been recalled and returned to smith & nephew. The third device from this batch has been implanted, and it was confirmed that it is the correct size.